Manufacturer narrative:
(B)(4). This was a use error so no sample was requested. There was no allegation against the homechoice unit. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during drain 5 of 5. The home patient (hp) stated that she disconnected and closed the clamp on the patient line in the dwell and then the hc started alarming before the hp was able to return. The hp stated that she has reconnected and opened the clamps and transfer set. The technical service representative (tsr) had the hp press go to start the drain. The drain volume was increasing. The hp stated the numbers keep going up. The tsr explained the hp should press stop before disconnecting in the future to keep the hc from moving to the next cycle. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The compliant for check patient line alarm is confirmed based on customer contact. Specifically, the patient stated that they had disconnected, clamped the patient line, and the device alarmed before she could return. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.